Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270 mg/dl. The customer stated that the elevated bg level was due to miscalculating the number of carbohydrates eaten for dinner. A system check performed with tandem technical support indicated that the pump was operating as intended and confirmed that the customer's dinner bolus had been delivered. The customer delivered a correction bolus with the pump.